Manufacturer narrative:
H2 correction: updated the device identification fields to align with the information in the corresponding fields in gudid. Visual, functional and sem inspections/analysis were performed on the returned device. The reported leak was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined a potential product quality issue based on the reported leak and noted channel in the distal adhesive bonding area.

Manufacturer narrative:
A visual, functional and scanning electron microscopy inspection/analysis were performed on the returned device. The reported leak was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined a potential product quality issue based on the reported leak and noted channel in the distal adhesive bonding area. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the heavily calcified right posterior tibial artery. The 2.0x120 mm armada 14 percutaneous transluminal angioplasty (pta) catheter was prepped according to the instructions for use (IFU) and was advanced to the lesion and inflated to nominal pressure. It was noted that the device was not holding pressure but it was holding contrast and there was a leak of fluid outside the anatomy at the hub of the device. Therefore, the device was removed and a 2.0x100 armada 14 pta catheter was used to complete the procedure. The same indeflator was used with both balloons. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.